Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support as a bridge to heart transplant. It was reported while on impella cp support, the patient experienced an episode of ventricular tachycardia. The medical team decreased the p level as the catheter was diving across the valve when it was a p9. The following morning, the physician repositioned the device and was successfully able to increased the p level back to 9 with no further issues. The patient remained on impella cp support until they were escalated to an impella 5.5 for increased support.